Manufacturer narrative:
Received one (1) used 14687-15 primary plum set for inspection. The tubing was observed to be cut. There were solution residuals observed in the set. No packaging was returned. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The reported complaint can be confirmed. The probable cause of the cut tubing is due to a sharp object during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9- product received 8/23/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: a-strong co., ltd. (B)(6). E1 initial reporter phone number:(B)(6).

Event description:
The event involved a primary plum set where it was reported that during an infusion the primary line cracked. No name of the solution/medicine used. There was an obvious defects noted on the tubing set; no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. Leaks noted at primary line. There was no spillage and no drug exposure to patient or staff. There was patient involvement but no patient harm.